Manufacturer narrative:
(B)(4). B5: manufacturer's narrative - additional information. D9: device availability- device evaluation. H2: additional information/device evaluation - additional information . H3: device evaluation - device evaluation. H6: additional codes - additional information.

Event description:
It was reported that signal loss over 1 hour occurred on for receiver with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Download receiver logs was performed and passed. A review of the receiver logs was performed and found no data in the log within the incident date for serial number (B)(6).  The allegation was undetermined. A probable cause could not be determined as the allegation was not found. The reported event of signal loss over 1 hour is reportable because there was no data found in the log within the incident date. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.